Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97791, explanted: (B)(6) 2016, product type: accessory. Product ID: 977a275, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s lead moved from their area of stimulation. A revision procedure was performed as a result of the issue and it was found the patient¿s lead had left the anchor. It was stated that the lead moved ¿because it was not held¿ by the anchor. It was noted the anchor was fixed to the muscle, ¿but had not properly secured the electrode.¿ it was further noted that while the anchor was ¿in perfect condition¿ and ¿not broken,¿ the anchor ¿had not complied with its function.¿ it was reported that ¿any¿ external factors may have contributed to the issue. The anchor was explanted and the issue was resolved; a replacement anchor and another lead were to be implanted in the future as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.